Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Impella cp was implanted in a 79-year-old male with a history of ami complicated by cardiogenic shock. The patient developed a drop in hemoglobin, prompting evaluation for suspected hemolysis and decreased diastolic flows. Repositioning and volume optimization did not improve flows. Fick cardiac output was greater than 10.0, and clinicians suspected a septic component unrelated to the impella device. The decision was made to remove the impella cp while leaving rp flex in place due to suspected continued right ventricular dysfunction. The patient survived. The reported events included mechanical interaction with blood, hemolysis, sepsis, device repositioning, and medical device removal. Per the instructions for use, the impella cp is intended for short-term ventricular support and requires strict adherence to positioning guidelines. The IFU notes that improper positioning can lead to complications such as hemolysis and arrhythmias. The reported complications are most consistent with the patient¿s severe underlying cardiac disease and critical illness, which included ami/cgs and systemic vulnerability. These comorbidities combined with hemodynamic instability are known independent risk factors for hemolysis, infection, and multiorgan dysfunction. Based on available information, there is no evidence of a causal relationship between the impella cp and the suspected sepsis; hemolysis and repositioning were managed clinically.

Manufacturer narrative:
Updated information: d4 catalog number updated. G1 manufacturer contact fax number added. H6 investigation type removed b13. The investigation for the mechanical interaction with blood/hemolysis has been completed. The cause of mechanical interaction with blood/hemolysis cannot be determined as insufficient clinical details were provided. The investigation for the sepsis has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.